Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that the first ins he had turned on, on its own. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2020. They reported that starting about 7-8 years after implant of their 2002 device, the device/stimulation started turning on/off unexpectedly. The stimulation would feel stronger/higher like overstimulation/stim too high when they would lean back while standing. They saw their neurosurgeon at that time and had the device checked. The remaining ins life was less than 25%, so this and because of the stimulation issues they were experiencing led to the ins being replaced on (B)(6) 2008. After the explant the surgeon gave the patient the ins back; the patient does not intend to return it to be analyzed. The patient could not recall any factors/circumstances that may have caused these reported stimulation issues. Their doctor figured it was because of the age of the ins.